Event description:
It was reported that the balloon ruptured. A 2.75 x 20 mm agent was advanced for treatment. The device ruptured and was removed. The procedure was completed with another of the same device with no patient injuries.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Date of event estimated to the first day of the month of the aware date. An exact date of event was not available.